Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was delayed in responding to touch. Customer applied more force to resolve the issue. In addition, it was reported that touch screen was intermittently unresponsive. The customer's blood glucose level was 90 mg/dl. Customer continued using the pump for insulin therapy.